Event description:
In 2008, the patient reported that this infusion sites are leaking. He noticed this when his shirt became wet near the infusion site. He stated that the cannula was not bent upon removal and it appeared the insulin was leaking from under his skin. He stated that he has been using his stomach as an infusion site for 6 years and his nurse informed him that he may have scar tissue. He was advised to use an infusion set with a longer cannula and to speak with his physician regarding using alternative infusion sites. Due to insulin leakage, the patient's blood glucose elevated to 280 mg/dl. He lowered his readings by changing the infusion site and bolusing. He was sent sample infusion sets and an infusion set insertion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.